Event description:
It was reported that, "the tip of the screwdriver sheared off during insertion. Sheared piece was removed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.